Manufacturer narrative:
On (B)(6) 2018. On 09jan2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has bee...

Event description:
It was reported by the international customer that the ventilator screen dysfunction. No patient harm reported event date not specified; estimate used.

Manufacturer narrative:
Report date: 14jan2019. Date received by manufacturer: 10jan2019. This report #2031642-2019-00195 was submitted in error. The issue was already reported under manufacture report number 2031642-2018-02733. Any additional information will be submitted under the initially reported MDR#2031642-2018-02733. New 2031642-2019-00195. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 15jan2019. Date received by manufacturer: 14jan2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.